Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report was initially received via regulatory authority; upon follow up receipt, case became legal. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pains and severe bleeding (seen as genital haemorrhage). She underwent a hysterectomy about four and a half years after essure insertion. The events are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5044602) on 14-oct-2015. The most recent information was received on 01-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains / pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("severe bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was a healthy person, never had issues like these before essure. She also stated that she was never tested to make sure she was not allergic to nickel. Previously administered products included for birth control: depo provera in 2009 and oral contraceptive from 2007 to 2008. Concurrent conditions included obesity, cholecystectomy, chronic cholecystitis, left lower quadrant pain, muscle pain, joint pain, constipation, chills, fever, urinary tract infection and allergy to metals since 1992. Concomitant products included colecalciferol (vitamin d). On (B)(6) 2011, the patient had essure inserted. In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In february 2011, the patient experienced fatigue ("very fatigued / fatigue"). In march 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), the first episode of headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In april 2011, the patient experienced rash ("rashes") and urticaria ("hives"). In july 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In april 2013, the patient experienced weight increased ("weight gain"). In july 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("cycles were horrible"), pain ("body pains"), the second episode of headache ("headaches"), mood swings ("mood swings"), abdominal distension ("very bloated") and allergy to metals ("allergic or hypersensitivity reaction - type: metals in jewelry"). The patient was treated with naproxen, ibuprofen, vitamins, naproxen sodium (aleve), omeprazole, ondansetron (zofran), diphenhydramine hydrochloride (benadryl), miconazole nitrate (monistat), surgery (robotically assisted total abdominal hysterectomy and bilateral salpingectomy) and surgery (robotically assisted total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the uterine haemorrhage, menstrual disorder, pain, dyspareunia, the last episode of headache, mood swings, abdominal distension, fatigue, vaginal haemorrhage, menorrhagia, rash, urticaria, migraine, nausea, dysmenorrhoea, vaginal discharge, weight increased, alopecia and allergy to metals outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: consumer informed her health was declining due to the essure birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on 8-apr-2011: satisfactory placement both coils,full occlusion pregnancy test - on (B)(6) 2015: negative on (B)(6) 2011, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes *pregnancy test negative concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Uterine haemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5044602) in united states on 14-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Consumer stated that since insertion her cycles were horrible. She also had severe pelvic pains, body pains, pain during intercourse, headaches, mood swings, bloated and was very fatigued. She was a healthy person, never had issues like these before essure. An ultrasound was done and now she has to make a decision on either partial hysterectomy or removal of tubes where essure is inserted when essure was implanted, she said that she was not informed that she was going to suffer like this; she was just told that she would have some discomfort after procedure but it should not last long. She also stated that she was never tested to make sure she was not allergic to nickel. Her health is declining due to the essure birth control. She took naproxen 325 for pain and vitamin d 50,000 unit once a week. Follow-up from 22-nov-2015: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow-up information was received on 27-oct-2016. Legal claim was received; this report is considered legal case from this date forward. On (B)(6) 2011, plaintiff underwent the essure procedure for permanent contraception. On (B)(6) 2011, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, fatigue, anxiety, swollen lymph nodes, and endometriosis. She reported to her healthcare provider that she was experiencing severe pelvic pain and bleeding. On (B)(6) 2015, she saw her physician and underwent a hysterectomy. Company causality comment:this spontaneous case report was initially received via regulatory authority; upon follow up receipt, case became legal. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pains and severe bleeding (seen as genital haemorrhage). She underwent a hysterectomy about four and a half years after essure insertion. The events are anticipated in the reference safety information for essure. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5044602) on 14-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains / pain") and genital haemorrhage ("severe bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was a healthy person, never had issues like these before essure. She also stated that she was never tested to make sure she was not allergic to nickel. Previously administered products included for birth control: depo provera in 2009 and oral contraceptive from 2007 to 2008. Concurrent conditions included obesity. Concomitant products included cholecalciferol (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("cycles were horrible"), pain ("body pains"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), the first episode of headache ("headaches"), mood swings ("mood swings"), abdominal distension ("very bloated"), fatigue ("very fatigued / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), urticaria ("hives"), migraine ("migraines"), the second episode of headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with naproxen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the menstrual disorder, pain, dyspareunia, mood swings, abdominal distension, fatigue, vaginal haemorrhage, menorrhagia, rash, urticaria, migraine, the last episode of headache, nausea, dysmenorrhoea, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: consumer informed her health was declining due to the essure birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: satisfactory placement both coils,full occlusion on (B)(6) 2011, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rashes, hives, migraines, headaches, nausea, dysmenorrhea, dysmenorrhea (cramping), vaginal discharge, weight gain, hair loss" were added. Lot number was added. Product explant date was added. Historical drug were added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5044602) on 14-oct-2015. The most recent information was received on 01-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains / pain"), genital haemorrhage ("severe bleeding / abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was a healthy person, never had issues like these before essure. She also stated that she was never tested to make sure she was not allergic to nickel. Previously administered products included for birth control: depo provera in 2009 and oral contraceptive from 2007 to 2008. Concurrent conditions included obesity, cholecystectomy, chronic cholecystitis, left lower quadrant pain, muscle pain, joint pain, constipation, chills, fever and urinary tract infection. Concomitant products included colecalciferol (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("cycles were horrible"), pain ("body pains"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), the first episode of headache ("headaches"), mood swings ("mood swings"), abdominal distension ("very bloated"), fatigue ("very fatigued / fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), urticaria ("hives"), migraine ("migraines"), the second episode of headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with naproxen, surgery (robotically assisted total abdominal hysterectomy and bilateral salpingectomy) and surgery (robotically assisted total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the uterine haemorrhage, menstrual disorder, pain, dyspareunia, mood swings, abdominal distension, fatigue, vaginal haemorrhage, menorrhagia, rash, urticaria, migraine, the last episode of headache, nausea, dysmenorrhoea, vaginal discharge, weight increased and alopecia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: consumer informed her health was declining due to the essure birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on 8-apr-2011: satisfactory placement both coils,full occlusion pregnancy test - on 9-feb-2015: negative on 08-apr-2011, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes *pregnancy test negative concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Uterine haemorrhage (confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Event added per mr: abnormal uterine bleeding. Reporter and concomitant disease added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains / pain"), genital haemorrhage ("severe bleeding / abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was a healthy person, never had issues like these before essure. She also stated that she was never tested to make sure she was not allergic to nickel. Previously administered products included for birth control: depo provera in 2009 and oral contraceptive from 2007 to 2008. Concurrent conditions included obesity, cholecystectomy, chronic cholecystitis, left lower quadrant pain, muscle pain, joint pain, constipation, chills, fever, urinary tract infection and allergy to metals since 1992. Concomitant products included colecalciferol (vitamin d). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2011, the patient experienced fatigue ("very fatigued / fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), the first episode of headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced rash ("rashes") and urticaria ("hives"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("cycles were horrible"), pain ("body pains"), the second episode of headache ("headaches"), mood swings ("mood swings"), abdominal distension ("very bloated") and allergy to metals ("allergic or hypersensitivity reaction - type: metals in jewelry"). The patient was treated with naproxen, ibuprofen, vitamins, naproxen sodium (aleve), omeprazole, ondansetron (zofran), diphenhydramine hydrochloride (benadryl), miconazole nitrate (monistat) and surgery (robotically assisted total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the uterine haemorrhage, menstrual disorder, pain, dyspareunia, the last episode of headache, mood swings, abdominal distension, fatigue, vaginal haemorrhage, menorrhagia, rash, urticaria, migraine, nausea, dysmenorrhoea, vaginal discharge, weight increased, alopecia and allergy to metals outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: consumer informed her health was declining due to the essure birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: satisfactory placement both coils,full occlusion pregnancy test - on(B)(6) 2015: negative on (B)(6) 2011, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes *pregnancy test negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Uterine haemorrhage (confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: the onset date of events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea, dyspareunia, fatigue, hair loss, migraines, headaches, nausea, pain pelvic, rashes, hives, vaginal discharge and weight gain were provided. The event allergic or hypersensitivity reaction - type: metals in jewelry was added. The following treatment drugs were added: ibuprofen for dyspareunia and dysmenorrhea, vitamins for hair loss, aleve for migraines and headaches, omeprazole and zofran for nausea, benadryl for rashes and hives, monistat for vaginal discharge. Plaintiff avoid cheap jewelry due to allergy, started a diet due to weight gain, performed a total abdominal hysterectomy, bilateral salpingectomy, pelvic ultrasound and pelvic sonogram due to pelvic pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5044602) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pains / pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("severe bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 787009) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she was a healthy person, never had issues like these before essure. She also stated that she was never tested to make sure she was not allergic to nickel. Previously administered products included for birth control: depo provera and oral contraceptive from 2007 to 2008. Concurrent conditions included obesity, cholecystectomy, chronic cholecystitis, left lower quadrant pain, muscle pain, joint pain, constipation, chills, fever, urinary tract infection, allergy to metals since 1992, anxiety, hyperlipidemia and fibromyalgia. Concomitant products included sertraline, simvastatin and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2011, the patient experienced fatigue ("very fatigued / fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), the first episode of headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced rash ("rashes") and urticaria ("hives"). In (B)(6) 2011, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("cycles were horrible"), pain ("body pains"), the second episode of headache ("headaches"), mood swings ("mood swings"), abdominal distension ("very bloated") and allergy to metals ("allergic or hypersensitivity reaction - type: metals in jewelry"). The patient was treated with diphenhydramine hydrochloride, ibuprofen, miconazole nitrate (monistat), naproxen, naproxen sodium (aleve), omeprazole, ondansetron (zofran), vitamins and surgery (robotically assisted total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, rash, migraine, nausea, dysmenorrhoea, vaginal discharge, weight increased and alopecia had resolved, the uterine haemorrhage, menstrual disorder, pain, the last episode of headache, mood swings, abdominal distension, urticaria and allergy to metals outcome was unknown and the fatigue was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: consumer informed her health was declining due to the essure birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: satisfactory placement both coils,full occlusion. Pregnancy test - on (B)(6) 2015: results: negative. On (B)(6) 2011, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes *pregnancy test negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Uterine haemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event outcome updated for: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), pain during intercourse / dyspareunia (painful sexual intercourse), very fatigued / fatigue, hair loss, migraines, nausea, weight gain, rashes and vaginal discharge. Medical history added. Concomitant medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.